Event description:
Additional information received reported that the high impedance issue was resolved. It was noted that the patient's therapy was resolved using "additional active electrodes 3,5,7 (-,-.+)." It was further noted that the "impedance and group impedance test ran at 4.0." The manufacturing representative stated that both impedance and group impedance were normal at higher settings. It was noted that the "cause of the event could have been the original impedance was run at too low of an amplitude." No malfunction was reported.

Manufacturer narrative:
Lead model 3998 lot# v021753 implanted: (B)(6) 2008 explanted: recharger model 37754 serial# (B)(4) programmer model 37744 serial# (B)(4) extension model 3708360 serial# (B)(4) implanted: (B)(6) 2008 explanted: extension model 3708360 serial# (B)(4) implanted: (B)(4) 2008. (B)(4).

Event description:
The patient experienced high impedances following ins replacement surgery yesterday. The impedances were fine until post-op, they were out of range. He went back into surgery today and electrodes 0-3 were not intact; 1-3 appeared intact. It was confirmed that electrode 0 was out yesterday. Electrodes 8-11 were all out of range; 16,000 ohms. When the lead was tested in the snaplid, it produced the same results. He was able to feel some stimulation but at much higher settings. Additional information has been requested.